Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter printed circuit boards (pcbs). The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen. Patient involvement information was not provided by the customer.